Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-00431. It was reported that balloon rupture occurred. A 15/3.0 flextome cutting balloon was selected to be used. During unpacking, when the device was pulled out of the loop, it was noted that the device was broken and fell apart. So a 15/4.00 flextome cutting balloon was opened and used for dilation. During the procedure, it was noted that the balloon burst at less than 2 atmospheres. The device was removed and the procedure was completed with a stent. No patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the shaft identified that shaft was severely kinked at various locations along its length. An examination of the balloon identified no tears or holes in the balloon material. No damage was visible to the blades. Attempted to inflate the balloon and a pinhole leak was identified at the site of a severe kink in the shaft at 5.2cm distal to the strain relief. One possibility is that the guidewire punctured through the site of the kink resulting in a pinhole leak. It is noted that the kinks are consistent with excessive forces having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-00431. It was reported that balloon rupture occurred. A 15/3.0 flextome cutting balloon was selected to be used. During unpacking, when the device was pulled out of the loop, it was noted that the device was broken and fell apart. So a 15/4.00 flextome cutting balloon was opened and used for dilation. During the procedure, it was noted that the balloon burst at less than 2 atmospheres. The device was removed and the procedure was completed with a stent. No patient complications were reported and patient was fine.